Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the oscillating system was damaged due to the pin 020322 broken. The oscillating saw attachment could not be repaired and so it was discarded. Since it was under warranty, a new product (serial number (B)(4)) was sent to the customer.

Event description:
It was initially reported that the power of the handpiece was not transmitted to the attachment. During device evaluation, it was observed that the oscillating system was damaged due to the pin broken. Additional information received from the customer indicated that the reported issue occurred during surgery and there was patient involvement associated with the reported event. There was a delay of about 5 to 10 minutes to the surgery, while the patient might have been under anesthesia. An alternative device was used to complete the surgery. It is not known if the bms reset was performed in the event.